Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger separation occurred with a syringe 10ml reg pr saline fill spkg. The following information was provided by the initial reporter, "I just go out of a meeting at the treatment facility pertaining to the previously submitted pirs. They use anywhere from ~600-700 of (306559)/day. After interacting with a handful of the nurses, it became clear that this is happening way more often than we knew about- the nurses haven't been reporting it. It has been happening several times a day per nurse on these units: bmt, radiology, crc/treatment (where I talked to a few nurses on each unit). One of the nurses even showed me on of their patients what was happening. She is able to flush all the way and then when pulling back on the rod to check for blood return the rod completely comes out with a big ¿pop¿ noise (both scary for the nurse and patients). She mentioned that she originally thought it was maybe unlucky or varying technique that was the problem, but this happens several times a day and when asking the group of nurses at the nurses station they all go ¿oh yeah, this happens all the time.¿ a have a handful of these samples. 1 under lot 8311510. The account is worried that because this is ¿not enough of an issue¿ or has not been brought to our attention enough that there has not been or will not be a solution soon enough." 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for investigation, bd was unable to confirm the reported issue as well as fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that plunger separation occurred with a syringe 10ml reg pr saline fill spkg. The following information was provided by the initial reporter, "I just go out of a meeting at the treatment facility pertaining to the previously submitted pirs. They use anywhere from ~600-700 of (306559)/day. After interacting with a handful of the nurses, it became clear that this is happening way more often than we knew about- the nurses haven't been reporting it. It has been happening several times a day per nurse on these units: bmt, radiology, crc/treatment (where I talked to a few nurses on each unit). One of the nurses even showed me on of their patients what was happening. She is able to flush all the way and then when pulling back on the rod to check for blood return the rod completely comes out with a big ¿pop¿ noise (both scary for the nurse and patients). She mentioned that she originally thought it was maybe unlucky or varying technique that was the problem, but this happens several times a day and when asking the group of nurses at the nurses station they all go ¿oh yeah, this happens all the time.¿. A have a handful of these samples. 1 under lot 8311510. The account is worried that because this is ¿not enough of an issue¿ or has not been brought to our attention enough that there has not been or will not be a solution soon enough.". 1 of 2 complaints.